Event description:
On (B)(6) 2025 the patient called inogen to report the batteries on the g4 device were not holding charge. The patient claimed that due to the oxygen cutting off suddenly on her device she had to go to the hospital due to that. Inogen, attempted to follow up with the patient on three separate occasions to confirm and gather more information about the incident, but the patient was unreachable. This complaint is being submitted due to the nature the patient claiming she had to go to the hospital. Intervention is unknown.

Manufacturer narrative:
This MDR report is being submitted to address issues related specifically to the device's batteries not holding charge as expected. As the batteries are not required to be return for further analysis. The report focuses on the battery performance concerns rather than any malfunction of the primary device itself.